Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their left front tooth is very sensitive and is causing pain and is discolored. They have stopped wearing the aligners and is still having this issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.